Event description:
It was reported that during a clinical study for assisted coil embolization for cerebral aneurysms procedure, when the subject coil was inserted in the aneurysm, it was noticed that the subject coil migrated outside the aneurysm and contrast extravasation was observed on angiography. The coil embolization was immediately continued with balloon assistance; hemostasis was confirmed before completion. There were no anormalities in the parent vessel either, then the procedure was completed. The angiographic occlusion status at the conclusion of the procedure is unknown. Post-procedure dyna CT (computed tomography) showed subarachnoid hemorrhage. The patient was admitted to the ICU (intensive care unit) command sunder continued mechanical ventilation. Dual-energy CT showed no hemorrhage and no ventricular enlargement; extubating was planned for the same day. The patient was agitated and was extubated. Pupils were equal with no laterality; eye opening was present. No speech; no paralysis was noted, but the patient did not follow commands. The patient required close observation and the event was considered serious due to the potential for prolonged hospitalization depending on postoperative course.